Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump dispensed insulin during the load step. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows no evidence of load step malfunction, multiple loss of prime warnings due low non-zero force are observed. Pump powers on and displays verify screen. The display screen is dim and faded, a test display screen was mounted for testing purposes, the pump was able to power up with a fully illuminated display. The display lens was found to be scratched. A rewind step was performed correctly, the piston was unable to detect the cartridge upon the first load attempt. Reported load step malfunction was duplicated. Force sensor calibration reading was found below the requirements. The pump was opened and inspected, force sensor circuit was disassembled, contamination was found to the force sensor plate. Force sensor resistance was found above specifications. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn which has no effect on insulin delivery. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction number: 2531779-03/24/2010-003-r.